Manufacturer narrative:
The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient complained about dyspnea and limited resilience. An x-ray of the thorax revealed central stasis. The patient suffered from pleural effusion and pneumonic infiltrate right basal in known chronic obstructive pulmonary disease (copd). It was later reported that the patient suffered from an infection of the percutaneous site. The site was red with slight secretion. A smear revealed staphylococcus epidermis. The patient was prescribed antibiotics. The patient was re-hospitalized for the same infection on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events could not be conclusively established through this evaluation. The patient remains ongoing on vad support and no further issues have been reported. The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.